Event description:
Device report from synthes reports an event in the USA as follows: it was reported that on (B)(6) 2022, during a surgery, one (1) fibulink fgs-1000 failed to stay in tibia. Fibulink was removed and screw was inserted instead. No surgical delay. 30 minutes was needed after the fibulink failed. No additional intervention required. Unknown patient consequences. Concomitant device reported: unk - screws: trauma (part# unknown; lot# unknown; quantity: unknown) this complaint involves one (1) device fibulink® syndesmosis repair kit/ss. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
(B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.